Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedure details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reug0959 showed no other similar product complaints from these lot numbers.

Event description:
It was reported that on (B)(6) 2015 when the doctor disinfected the patient for the preparation of treatment, the cuff was found detached. Therefore, removed the catheter.